Manufacturer narrative:
Product code: dqx. Patient code: no code available ((B)(4)) for medical intervention required attempting to retrieve device fragment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the roadrunner extra-support bare mandril wire guide separated during a tibial angioplasty and atherectomy procedure. While advancing another manufacture's tracking catheter over the roadrunner extra-support bare mandril wire guide, the wire guide "got stuck or jammed." The initial reported stated that the other manufacturer's device cut the tip of the wire off inside the patient. An attempt was made to retrieve the separated piece, but was unsuccessful. It was then decided that the separated piece would be left in a "side branch" of the vessel. Patient is doing well, there are no plans at this time to go back in and remove the remaining section of wire. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, specifications, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: "the wire should be advanced only when visualizing its tip fluoroscopically. Do not torque wire guide without evidence of corresponding movement of distal tip. Refer to labeling of percutaneous cardiovascular access catheter for contraindications and potential complications associated with use. Carefully read all instructions prior to use. Failure to observe all warnings and precautions may result in complications. Observe all wire guide movement in vessels under fluoroscopy. Torquing against resistance. May cause vessel trauma or wire guide damage, which may lead to device fracture." Precautions include, "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage. This wire guide is a delicate instrument and should be handled carefully; forceful angulation should be avoided. Based on the information provided, no product returned and the results of our investigation, a definitive root cause can be traced to user error. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.